Event description:
Per the clinic, the patient underwent skin flap reduction surgery on (b)(6)2026, due to poor magnet retention. During the revision procedure, scar tissue was observed at the coil site, and a portion of the temporalis muscle remained lateral to the implant, resulting in excessive tissue depth between the internal and external coils. Soft tissue in the area lateral to the coil was subsequently reduced. The implanted device remains.